Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. It was noted that noise leading to several auto mode switching episodes and noise reversion was observed on the atrial lead as well as an incidence of pacemaker mediate tachycardia. The physician was not concerned as the patient was not atrial dependent and opted to monitor the lead. The patient was stable